Manufacturer narrative:
Depuy synthes has been informed that the catalog number and lot number is not available. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Review of the device history records and/or a complaint database search was not possible for the liner, head or depuy device as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Update - (B)(4) 2012 - operative reports were received. The patients second revision was due to pain and instability. The surgeon noted that a component of his instability was due to his component position/length issues. However, as the cup and stem were well fixed, it was elected to leave them in place and implant a constrained liner. Additionally it was noted that trouble was experienced during insertion of the replacement liners (-4, -5) into the cup. It has now been reported that the revised devices were not from the asr platform, as originally reported. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Review of the device history records and/or a complaint database search was not possible for the liner, head or depuy device as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege the patient suffers from pain, numbness, loss of mobility, infection, and elevated metal ion levels. (B)(6) 2012 - operative reports were received. The patients second revision was due to pain and instability. The surgeon noted that a component of his instability was due to his component position/length issues. However, as the cup and stem were well fixed, it was elected to leave them in place and implant a constrained liner.